Event description:
The patient's wife reported that the patient rarely boluses through his insulin infusion device because, when he is bolusing a large amount of insulin, the insulin leaks at his infusion site area. She stated this has happened "a lot" and with different lot numbers. She stated it happens more frequently when the patient places his infusion site on his side area. She said the most recent occurrence was in 2007. She said the patient immediately changed his infusion headset and gave himself an injection. She stated his blood glucose is normally not affected and that he is normally "trying to bolus for a big meal." Troubleshooting did not find any product issues. The patient's wife was advised to break the bolus amount down to smaller doses of insulin. On follow up, site management was discussed with the patient's wife. Although she originally stated the patient's blood glucose was not affected, she mentioned that "after his blood glucose is elevated, he knows that it is time to change his infusion set." The patient was sent a guide to site management. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.